Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced mild discomfort due to ipg pushing on the back muscle. Reportedly, patient experienced weight lost. As a result, surgical intervention was undertaken wherein the ipg was explanted, and replaced at a new location resolving the issue.